Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that after the package of the product was opened, no product was present.

Manufacturer narrative:
The reported event was confirmed however the cause was unknown. One sample was confirmed to exhibit the reported failure. The device has not met specifications. The product was not used for patient treatment. The product had caused the reported failure. Visual evaluation of the returned sample noted one opened original packaging. Visual inspection of the sample noted the stent was missing from the packaging. This was out of specification per inspection procedure which states, "all components shall be present and correct". A potential root cause for this failure could be incorrect operation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not performed because labeling could not have prevented the reported failure. The actual/suspected device was inspected.

Event description:
It was reported that after the package of the product was opened, no product was present.